Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient put his pump on suspend and woke up with a blood glucose of 235 mg/dl. Troubleshooting was initiated for the no delivery alarm, and the customer stated that he has tried all remedies to resolve the issue. Customer confirmed that he will try other infusion sites because he has been using the abdominal area and manual insertion. No products were returned and a holster was shipped to the customer.